Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. When attempting to review a non-sustained episode on the transmissions, the electrocardiogram was unavailable. No device intervention was performed. No patient consequences were reported.